Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital with eczema due to the implantation of this right atrial (ra) lead. The patient was given dermocorticoids and will continue to be monitored. The ra lead remains implanted and in service. No additional adverse patient effects were reported.